Manufacturer narrative:
Date of event was estimated. A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00069. It was reported the patient is not receiving effective therapy due to high impedances. Surgery took place on 19 december 2022 where the leads were replaced. Patient now has effective therapy.